Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratches/peeling in the forceps passage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The user noted that the surgical scope presented a poor image. The scope gave b30 and e216 error messages indicating a scope communication error. The scope was outside the patient while the patient was under sedation. There was a procedural delay of less than 30 minutes and the procedure was completed using a backup device. The prolonged surgery had no adverse health consequences and no patient impact.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The user noted that the surgical scope presented a poor image. The scope gave b30 and e216 error messages indicating a scope communication error. The scope was outside the patient while the patient was under sedation. There was a procedural delay of less than 30 minutes and the procedure was completed using a backup device. The prolonged surgery had no adverse health consequences and no patient impact.